Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a, b, and b5 and h6 (health effect clinical code and health effect impact code).

Event description:
Complainant alleged that while attempting to treat a 71-year-old female patient, the device displayed a "compressor failure - 1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to foreign material on the manifold assembly, flow screen, compressor, and tubing. The device was deemed unrepairable and labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.